Manufacturer narrative:
(B)(4)

Event description:
Patient's mother contacted dexcom on (B)(6) 2015 to report a loss of connection that occurred between the transmitter and receiver on (B)(6) 2015. Patient's mother confirmed that out of range issue was resolved after 20 minutes had elapsed. No additional patient or event information is available.